Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and numbness. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 8. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and numbness. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.